Manufacturer narrative:
The technician investigated and could not duplicate the alleged failure. The technician replaced the brake detent as a precaution. Mod 373 is a field corrective action which replaces the brake detent assembly and a caster adjustment is performed. This failure occurred following the correction of this unit.

Event description:
Alleged when they put the bed into brake and lean on the bed, the brake will pop out of the locked position.